Event description:
During a procedure involving a 6f braided catheter, aspiration difficulty was encountered by the physician. The catheter was removed, and a syringe was used to evacuate a blood clot from the catheter. There was no injury or change in pt condition due to this event. The catheter was not retained. Lot numbers refer to lot numbers which had been shipped to the end user hosp.